Event description:
Reporter noted endophthalmitis eight days post-op (in 2001). Cultured staphlococcus epidermidis. Required treatment. Prognosis reported as good. Does not think it's related to system.